Event description:
Report received from abbott international affiliate (abbott australia) of an overdelivery. The report states: "100ml bag containing 0.125% bupivacaine with 2mcg/ml fentanyl in normal saline. Infusing via epidural line/catheter at 10ml/hr. The above bag of solution was placed in pump at about 0400, by 0900 the bag was empty. With a rate of 10ml/hr the bag should have finished in 10 hrs, not 5 hrs therefore 50mls solution gone. Pt checked, no untoward problems...pt checked by an anaesthetist, pump changed. The line that was in the pump was not kept...no adverse event recorded." There was no additional info available.